Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used in a spinal procedure on approximately 28mar24 when it was reported, ¿neuromonitoring noticed interference in their monitoring. It was noted that the plumepen cautery pencil was constantly staying on without anyone pressing buttons.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing, qty(B)(4), was being used in a spinal procedure on approximately (B)(6) 2024 when it was reported, ¿neuromonitoring noticed interference in their monitoring. It was noted that the plumepen cautery pencil was constantly staying on without anyone pressing buttons.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plp2520 in opened original packaging. Lot number was verified. Performed a visual inspection, inside the handpiece the coagulation button was concaved and making continuous connection with the circuit board. Performed a functional inspection using the esu system 7550, the coagulation continuously activates without pressing the button. The root cause cannot be determined, however, based upon evaluation and the IFU, the likely cause of this event was tissue or fluid ingress into the button site affecting button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 139 complaints, regarding 724 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.